Manufacturer narrative:
An event regarding dislocation involving an adm liner was reported. The event was not confirmed. Method & results: not performed as the reported device was not returned for evaluation. A medical review was not performed because insufficient information was provided. Review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Review indicated there have been no other events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
It was reported that the patient had a revision of left hip due to dislocation.

Event description:
It was reported that the patient had a revision of left hip due to dislocation.

Manufacturer narrative:
It was noted that the device is not available for evaluation due to hospital policy. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.